Event description:
Hcp reported the catheter was "not working." The device system was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.